Manufacturer narrative:
(B)(4). Evaluation: results: (myocardial infarction).

Event description:
One endeavor otw drug-eluting stent was implanted in the mid rca (MFR 2953200-2011-00055) during the index procedure. A staged procedure was carried out the day after the index procedure. One endeavor otw drug-eluting stent was implanted in the 1st obtuse marginal during the staged procedure. Post procedural residual stenosis was 0% with timi 3 flow in both lesions. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Pt was discharged three days after the index procedure on clopidogrel and aspirin dosing. Pt had cardiac status of stable angina at the 30 day f/u. Approx 7 weeks after the index procedure revascularization is reported. Balloon only ptca was carried out on the prox lcx and the 2nd obtuse marginal. Pt was asymptomatic at 6 month f/u, had cardiac status of unstable angina at the 1 year f/u and was asymptomatic at 1.5 year f/u.